Event description:
Plaintiff alleges severe respiratory problems and other unexplained symptoms and unable to work in any standard clinical health care setting due to exposure to and use of latex gloves.